Manufacturer narrative:
On the date of (B)(6) 2019, impact to the device: possible adverse event, off-label use. Malfunction is not present in this case. Product: gelfoam; hazardous situation: diminished/altered product function (reabsorption); hazard number (worst case): severity (worst case): s4; MDR issued for the associated ae case: unknown; a review of previous MDR found similar cases regarding re-absorption difficulty. The complaint is to be evaluated for MDR. On (B)(6) 2019, reasonably suggest device malfunction: yes; severity of harm: s4. Investigational report conclusion: "a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient had cheek reduction surgery where gelfoam was used post-op for embolization. Two weeks after the surgery, the patient developed an elevation of the cheek which could be indicative of undissolved gelfoam. The patient might require another surgery for removal of the product. Review of complaint description concludes there is a device malfunction". The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. Further action by pfizer kalamazoo is not required.

Event description:
Event verbatim [preferred term] the physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed. [Absorbable device issue], the side that was placed the sponge is higher than the side that was not placed. [Local reaction]. Case narrative:this is a spontaneous report from a contactable consumer (patient). This male patient of an unspecified age received absorbable gelatin (gelfoam) (lot number and expiration date unknown) on an unknown date, due to a bichectomy (removal of fatty from the cheeks) in which 'one of the sides' there was a hemorrhage which had to be controlled by the absorbable sponge; amount applied and area of administration were unspecified. The patient's medical history and concomitant medications were not reported. The patient stated that the physician indicated that the sponge would be totally absorbed in less than one week. However, the patient stated that already 2 weeks have passed since he had the procedure, and the side that the sponge was placed "is higher than the side that was not placed." The patient wanted to know how long it would take for the product to get out of the cheek, on average. He asked, "is there risk of encapsulation of the sponge, or risk of forming a fibrosis to the point of giving more volume in one side than the other?" He stated that it is possible that it has not been fully absorbed yet. On (B)(6) 2019, the product quality complaint group reported that the impact to the device was possible adverse event, off-label use. Malfunction was not present in this case. The hazardous situation was diminished/altered product function (reabsorption); hazard number (worst case): severity (worst case): s4; and the MDR issued for the associated ae case: unknown. A review of previous MDR found similar cases regarding re-absorption difficulty. The complaint will be evaluated for MDR. On 04dec2019, the product quality group reported that there was a reasonable suggestion of device malfunction, with severity of harm: s4. The investigational report conclusion for the complaint: "the physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed," concluded: "a summary investigation was being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient had cheek reduction surgery where gelfoam was used post-op for embolization. Two weeks after the surgery, the patient developed an elevation of the cheek which could be indicative of undissolved gelfoam. The patient might require another surgery for removal of the product. Review of complaint description concludes there is a device malfunction." On (B)(4) 2020, investigational report conclusion for " gelfoam - unknown - aer " performed in kalamazoo was: " the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No product quality issues were observed. The complaint has been escalated to safety for evaluation of regulatory reportability. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required. ". The action taken in response to the event for absorbable gelatin, if any, was unknown. On 11dec2019, the patient reported that product was absorbed by his body. The event outcome for absorbable device issue was considered resolved on unspecified date. The outcome of the other event was unknown. Follow-up (02dec2019): new information reported from the product quality complaint group includes: assessment information including severity of harm, hazard number. Follow-up (04dec2019): new information reported from the product quality complaint group includes: investigation concludes a device malfunction. Follow-up (11dec2019): new information from the contactable consumer (patient) includes: event outcome. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (might require another surgery for removal of the product), if it were to recur. Follow-up (16jan2020): new information reported from product quality complaint includes: investigational report. No follow-up attempts are needed. No further information is expected., comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (might require another surgery for removal of the product), if it were to recur.

Event description:
Event verbatim [preferred term] the physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed. [Absorbable device issue] , the side that was placed the sponge is higher than the side that was not placed. [Local reaction]. Case narrative:this is a spontaneous report by consumer service from a contactable consumer (patient). A male patient of an unspecified age started to receive absorbable gelatin (gelfoam, lot number: unknown.), via an unspecified route of administration from an unspecified date at an unspecified dose; the patient submitted to a bichectomy (removal of fatty from the cheeks) and in one of the sides there was a hemorrhage which had to be controlled by the absorbable sponge. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated that a physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed. The patient wants to know how long it takes for the product to get out of cheek in average. Is there risk of encapsulation of the sponge? Or risk of forming a fibrosis to the point of giving more volume in one side than the other? As it has been 2 weeks since he has done the procedure. It is possible that it has not been fully absorbed yet. The action taken in response to the event for absorbable gelatin was unknown. The event outcome was unknown. Follow-up (02dec2019): this is a spontaneous follow-up report from product quality complaint regarding the consumer's complaint about absorbable gelatin (gelfoam). Impact to the device: possible adverse event, off-label use. Malfunction is not present in this case. Product: gelfoam; hazardous situation: diminished/altered product function (reabsorption); hazard number (worst case): severity (worst case): s4; MDR issued for the associated ae case: unknown; a review of previous MDR found similar cases regarding re-absorption difficulty. The complaint is to be evaluated for MDR. Follow-up (04dec2019): this is a spontaneous follow-up report from supply chain and market quality operations via product quality complaint team regarding to consumer's complaint about absorbable gelatin (gelfoam, medicated sponge). Reasonably suggest device malfunction: yes; severity of harm: s4. Investigational report conclusion for "the physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed" was "a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient had cheek reduction surgery where gelfoam was used post-op for embolization. Two weeks after the surgery, the patient developed an elevation of the cheek which could be indicative of undissolved gelfoam. The patient might require another surgery for removal of the product. Review of complaint description concludes there is a device malfunction". Company clinical evaluation comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (might require another surgery for removal of the product), if it were to recur., comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (might require another surgery for removal of the product), if it were to recur.

Manufacturer narrative:
On the date of (B)(6) 2019, impact to the device: possible adverse event, off-label use. Malfunction is not present in this case. Product: gelfoam; hazardous situation: diminished/altered product function (reabsorption); hazard number (worst case): severity (worst case): s4; MDR issued for the associated ae case: unknown; a review of previous MDR found similar cases regarding re-absorption difficulty. The complaint is to be evaluated for MDR. On (B)(6) 2019, reasonably suggest device malfunction: yes; severity of harm: s4. Investigational report conclusion: "a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient had cheek reduction surgery where gelfoam was used post-op for embolization. Two weeks after the surgery, the patient developed an elevation of the cheek which could be indicative of undissolved gelfoam. The patient might require another surgery for removal of the product. Review of complaint description concludes there is a device malfunction".

Manufacturer narrative:
On the date of (B)(6) 2019, impact to the device: possible adverse event, off-label use. Malfunction is not present in this case. Product: gelfoam; hazardous situation: diminished/altered product function (reabsorption); hazard number (worst case): h10-11; severity (worst case): s4; MDR issued for the associated ae case: unknown; a review of previous MDR found similar cases regarding re-absorption difficulty. The complaint is to be evaluated for MDR. On (B)(6) 2019, reasonably suggest device malfunction: yes; severity of harm: s4. Investigational report conclusion: "a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient had cheek reduction surgery where gelfoam was used post-op for embolization. Two weeks after the surgery, the patient developed an elevation of the cheek which could be indicative of undissolved gelfoam. The patient might require another surgery for removal of the product. Review of complaint description concludes there is a device malfunction".

Event description:
Event verbatim [preferred term] the physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed. [Absorbable device issue] , the side that was placed the sponge is higher than the side that was not placed. [Local reaction]. Case narrative:this is a spontaneous report from a contactable consumer (patient). This male patient of an unspecified age received absorbable gelatin (gelfoam) (lot number and expiration date unknown) on an unknown date, due to a bichectomy (removal of fatty from the cheeks) in which 'one of the sides' there was a hemorrhage which had to be controlled by the absorbable sponge; amount applied and area of administration were unspecified. The patient's medical history and concomitant medications were not reported. The patient stated that the physician indicated that the sponge would be totally absorbed in less than one week. However, the patient stated that already 2 weeks have passed since he had the procedure, and the side that the sponge was placed "is higher than the side that was not placed." The patient wanted to know how long it would take for the product to get out of the cheek, on average. He asked, "is there risk of encapsulation of the sponge, or risk of forming a fibrosis to the point of giving more volume in one side than the other?" He stated that it is possible that it has not been fully absorbed yet. On 02dec2019, the product quality complaint group reported that the impact to the device was possible adverse event, off-label use. Malfunction was not present in this case. The hazardous situation was diminished/altered product function (reabsorption); hazard number (worst case): h10-11; severity (worst case): s4; and the MDR issued for the associated ae case: unknown. A review of previous MDR found similar cases regarding re-absorption difficulty. The complaint will be evaluated for MDR. On 04dec2019, the product quality group reported that there was a reasonable suggestion of device malfunction, with severity of harm: s4. The investigational report conclusion for the complaint: "the physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed," concluded: "a summary investigation was being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient had cheek reduction surgery where gelfoam was used post-op for embolization. Two weeks after the surgery, the patient developed an elevation of the cheek which could be indicative of undissolved gelfoam. The patient might require another surgery for removal of the product. Review of complaint description concludes there is a device malfunction." The action taken in response to the event for absorbable gelatin, if any, was unknown. On (B)(6) 2019, the patient reported that product was absorbed by his body. The event outcome for absorbable device issue was considered resolved on unspecified date. The outcome of the other event was unknown. Follow-up (02dec2019): new information reported from the product quality complaint group includes: assessment information including severity of harm, hazard number. Follow-up (04dec2019): new information reported from the product quality complaint group includes: investigation concludes a device malfunction. Follow-up (11dec2019): new information from the contactable consumer (patient) includes: event outcome. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (might require another surgery for removal of the product), if it were to recur., comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (might require another surgery for removal of the product), if it were to recur.

Event description:
Event verbatim [preferred term] the physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed. [Absorbable device issue] , the side that was placed the sponge is higher than the side that was not placed. [Local reaction]. Case narrative:this is a spontaneous report by consumer service from a contactable consumer (patient). A male patient of an unspecified age started to receive absorbable gelatin (gelfoam, lot number: unknown. Expiration date: blank.), via an unspecified route of administration from an unspecified date at an unspecified dose; the patient submitted to a bichectomy (removal of fatty from the cheeks) and in one of the sides there was a hemorrhage which had to be controlled by the absorbable sponge. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated that a physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed. The patient wants to know how long it takes for the product to get out of cheek in average. Is there risk of encapsulation of the sponge? Or risk of forming a fibrosis to the point of giving more volume in one side than the other? As it has been 2 weeks since he has done the procedure. It is possible that it has not been fully absorbed yet. The action taken in response to the event for absorbable gelatin was unknown. The event outcome was unknown. Follow-up (02dec2019): this is a spontaneous follow-up report from product quality complaint regarding the consumer's complaint about absorbable gelatin (gelfoam). Impact to the device: possible adverse event, off-label use. Malfunction is not present in this case. Product: gelfoam; hazardous situation: diminished/altered product function (reabsorption); hazard number (worst case): h10-11; severity (worst case): s4; MDR issued for the associated ae case: unknown; a review of previous MDR found similar cases regarding re-absorption difficulty. The complaint is to be evaluated for MDR. Company clinical evaluation comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (with clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass), if it were to recur., comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (with clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass), if it were to recur.

Manufacturer narrative:
On the date of (B)(6) 2019, impact to the device: possible adverse event, off-label use. Malfunction is not present in this case. Product: gelfoam; hazardous situation: diminished/altered product function (reabsorption); hazard number (worst case): h10-11; severity (worst case): s4; MDR issued for the associated ae case: unknown; a review of previous MDR found similar cases regarding re-absorption difficulty. The complaint is to be evaluated for MDR.

Event description:
The physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed. [Absorbable device issue] , the side that was placed the sponge is higher than the side that was not placed. [Local reaction]. Case narrative: this is a spontaneous report by consumer service from a contactable consumer (patient). A male patient of an unspecified age started to receive absorbable gelatin (gelfoam), via an unspecified route of administration from an unspecified date at an unspecified dose; the patient submitted to a bichectomy (removal of fatty from the cheeks) and in one of the sides there was a hemorrhage which had to be controlled by the absorbable sponge. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated that a physician said that the sponge would be totally absorbed in less than 1 week. But it has already passed 2 weeks and the side that was placed the sponge is higher than the side that was not placed. The patient wants to know how long it takes for the product to get out of cheek in average. Is there risk of encapsulation of the sponge? Or risk of forming a fibrosis to the point of giving more volume in one side than the other? As it has been 2 weeks since he has done the procedure. It is possible that it has not been fully absorbed yet. The action taken in response to the event for absorbable gelatin was unknown. The event outcome was unknown. Company clinical evaluation comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (with clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass), if it were to recur., comment: the reported product complaint coded as "absorbable device issue" did not cause serious injury in this patient. Only nonserious local reaction of "the side that was placed the sponge is higher than the side that was not placed" was reported in this case. This is a single potential device malfunction which has a theoretical risk to cause impairment in reabsorption of product (with clinical signs or symptoms, and/or with visibility of unabsorbed product in imaging leading to need of further differentiation from other mass), if it were to recur.